Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/18/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The customer was referred to the most current service manual to exhibit that this was "out of tolerance" and needed correction. It was recommended that the flow sensor assembly be replaced. The customer replaced the air flow sensor assembly and the issue was resolved. The gas delivery system (gds) assembly was return for analysis. An investigation was performed and the u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed air flow accuracy testing. The air flow sensor reads 1 lpm at 0 flow. There was no patient involvement.